Manufacturer narrative:
A sample was not received at the manufacturing site for evaluation for the report of haptics broke while loading; therefore, the condition of the product could not be verified. Unknown lot number: the reported product¿s lot number was not reported, preventing lot number specific reviews for similar complaints or nonconformances. However, before production release, each product history record is reviewed to ensure that all associated products meet the required specifications and release criteria. Based on the evaluation of the information and materials received, the investigation was unable to identify the root cause or origin of the reported event. Additionally, no manufacturing-related deficiencies were found that potentially could have contributed to the complaint. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during an intraocular lens (iol) implant procedure, the haptics of the iol broke while being loaded. There was no contact with the patient, and the surgery was successfully completed using a backup iol. Additional information was requested.